Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the first cartridge revealed that the loading unit was fully was partially fired. The loading unit anvil was bowed. The anvil clamping mechanism was deformed. The tissue stop was bent. Visual inspection of the second cartridge revealed that the loading unit had a full staple complement. The anvil clamping mechanism was deformed. The tissue stop was bent. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the bowed anvil, deformed anvil clamping mechanism, may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, the stapler did not fire. The stapler mechanism was used with a new reload and was able to work. The case was completed without any complication. There was no patient injury.